Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H6: remove code 2199, 4582 h6: remove code 2199, 4582.

Event description:
It was reported that the pump battery could not be charged. Reportedly, customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates and drink to address bg.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates and drink to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the alleged low blood glucose issue could not be verified.